Event description:
It was reported to vyaire medical that the avea ventilator sensor was not sending flow. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer confirmed that the device will not be returned for further evaluation; therefore a definitive root cause could not be determined. However, the customer stated that the unit has retired. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.